Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the instruments fractured after surgery while disassembling. No patient involvement. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned devices confirms the reported instrument fracture, exhibiting signs of repeated use (nicked or gouged) the dovetail feature is flared & is cracked on the medial side of post, all pieces returned. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.